Manufacturer narrative:
(B)(4). Date sent: 3/10/2026. D4: batch #unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: 1. Was a leak confirmed? 2. How was the leak controlled? 3. Did the patient have additional tests or procedures related to the leak? 4. Could you please clarify if there were any patient consequences? 5. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? A manufacturing record evaluation was performed for the finished device ech60l lot number a98a8t and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a gastric bypass procedure, there was staple malformation and some tissue bunching in the first 1/3 of the staple line where it looked as though the tissue was pushed out laterally on the remnant side of the gastric pouch. This was on subsequent 2nd firing while the first firing had no issue. As a result the surgeon oversewed the staple line and performed leak test. However, the integrity of staple line was uncertain at the time. The procedure was completed successfully with a delay of 20 minutes. There was no patient consequence reported. No additional information was provided.